Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de activated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. An investigation was carried out into this complaint. When reviewing reportable events for maxi move we have found a very low number of similar cases (lift tipping during use). The trend observed for reportable complaints with this failure mode is currently considered to be low and stable. The device was inspected by an arjohuntleigh representative and no fault was found that caused or contributed to the reported event: device met its specification. The device was being used for patient handling and in that way contributed to the event. It was reported that maxi move tipped during use onto the patient during transfer. As required per iso 10535 stability tests were performed during the design phase of the maxi move device. These tests prove that even on a tilting slope, when lifting 1.25x the safe working load, and in the most adverse position, the device does not become unstable. Based on product knowledge and previous investigations, the following factors are considered to be potential causes for lift tipping - we compare them to the findings during our investigation: a. Potential cause : the brakes were still on while moving the device - the break was off on the hoist. B. Potential cause : the lift was maneuverer using other part than the handles, such as mast, motor shaft, boom, sling or resident - there was no information that lift was maneuvered using other parts than the handles. C. Potential cause : obstruction on the floor was present and the lift was pushed towards it directly - this point matches with the event due to information provided in complaint (idf) "the space around the hoist was very compact and crowded with cables across the floor." D. Potential cause : the lift was pushed/pulled sideway instead of the front direction - this also matches the event as per provided information: "patient was put onto the scoop and hoisted up. We moved the nimbus onto the new bed, unfortunately it was still connected to the bed in a couple of places, otherwise we moved it across with no problems. Patient was reassured throughout. We then moved the old bed out-due to lack of space we have to move the hoist back a bit, and turn the bed at 30 degrees to get it around the wheels, I was moving the bed back and trying to get it around wires/wheels of hoist" e. Potential cause : the lift was in good working condition - device examination performed with the customer after the incident showed that the involved lift is working to its specification, no malfunction was found that caused or contributed to the reported event. The device's instruction for use is provided with each device. IFU (001.25060.en rev. 11 from january 2014) provides safety instructions regarding maneuvering the lift: "do not attempt to move the lift by pulling or pushing on the mast, the jib, the spreader bar or the patient as this can cause the lift to topple over, and cause injuries. Always use the maneuvering handle when displacing the lift" "during displacement, always make sure there is enough clearance above the maxi move to ensure the safety of the patient and the people around, and to avoid injuries. Be very careful when passing through door openings" "whenever possible, always approach the patient from the front" "the strap or scoop stretcher should hang symmetrically from the stretcher frame." "To lift from the bed" sections informs: "before lifting a person from a bed, ensure there is sufficient clearance underneath the bed to accommodate the maxi move chassis legs." "Lift the patient using the handset control, and with the positioning handle, bring the patient into a comfortable position for transfer." Our lift devices fulfill the iso10535 requirements of being stable with the safe working load weight in the most adverse position. The factors as the stability inherent to the design of the device and the stability inherent to the condition of the device at the time of use will not be considered as contributing factors to the event. It appears more likely that the use of the device was a main factor which lead to the incident. Based on the event description, review of previous related complaint investigations and the technician conclusions, it appears that the maxi move was not correctly maneuvered by the user. Please note also that no fault was found with a device that caused or contributed to this event. The investigation and findings presented above point to be the most probable and are in line with the event description. Our evaluation leads to the conclusion that a use error occurred, this is supported by the following facts: device was in good condition and no malfunction was found that caused or contributed to this event. The lift device has been tested before use with patient. There was lack of space to properly maneuver the maxi move. The space around the hoist was very compact and crowded with cables across the floor. The involved lift meets iso 10535:2006 requirements for lateral stability.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z.o.o. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de activated due to the site no longer shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided following the conclusion of the investigation.

Event description:
Initially it was reported to arjohuntleigh representative that maxi move (passive lift) tipped during use. When the patient's bed was not working, it has been decided him onto a new one with a passive lift. The break was off on the hoist and the patient hoisted up just enough to get the mattress out and put in the new bed. While taking the broken bed out, the hoist tip over and the patient fell on the floor. Patient was conscious and alert, seen by doctor immediately while still on the floor. The patient complained of back pain and have grazes on that back area. No other pain felt other than that. Neuro observation continue and dressing done on the grazes. Three staff was involved in the incident, 1 suffered back pain and separate incident form filled up. Before using the hoist, it was checked that it was working.